Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1999 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along with concurrent cystosocopy due to stress urinary incontinence and rectocele. Following insertion the patient experienced pain, urinary problems, recurrence, dyspareunia, vaginal scarring and other: husband feels obstruction, vaginal prolapse.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient experienced infection and urgency following surgery. No additional information was provided.